Event description:
It was reported during maintenance that the following failure descriptions were noted: corroded motor need to be replaced; worn reciprocation arm need to be replaced. The repair record shows device's motor speed was unstable. No patient involvement or harm. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) the results of the investigation are as follows: review of the most recent repair record identified the following related repair: tech found that the motor was corroded, the motor speed was unstable, and the reciprocation arm was worn. Tech replaced the motor and reciprocation arm. The device was tested, calibrated, and returned to the customer. The event is confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.